Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  The event was consistent with an unknown pre-analytical handling issue that cannot be identified with the information provided. This event occurred in (B)(6). Unique identifier (UDI) #(B)(4).

Event description:
There was an allegation of questionable elecsys total psa immunoassay results for two patient samples from the cobas 6000 e 601 module. The results did not match the patients' clinical histories as the samples were collected after the patients had a prostatectomy. Patient 1 result was 0.8 ug/l. Patient 2, on (B)(6) 2021, the result was 4.8 ug/l. These samples were not repeated, but new samples drawn from the patients did not have elevated results. On (B)(6) 2021, patient 1 result was <0.010 ug/l. On (B)(6) 2021, patient 2 result was <0.010 ug/l. Information regarding if the questionable results were reported outside of the laboratory was requested, but it was unknown. The reagent lot number was 492347 with an expiration date of 31-dec-2021.